Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was mentioned that faradrive steerable sheath clear was selected for use. Once transseptal crossing was attempted using aradrive sheath and versacross connect, the farawavew catheter was inserted into the faradrive sheath. Once the sheath was aspirated, the proximal shaft of the sheath was noted with air bubbles, which then entered in to the syringe but not from the distal part. As per the physician opinion, air was leaking through hemostatic valve on the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis. No other abnormalizes or blood/fluid lead was noted. Pressure bag was used to irrigate. No air were seen on the patient. Guidewire was inside farawave catheter during insertion. It was assumed that the air was being introduced through hemostatic valve